Event description:
Spontaneous report. Pt's nurse reported pump malfunction showing different errors and would not prime. They tried to reprogram the pump but it did not work. Unknown if dose was missed or if adverse event occurred from pump malfunction. Defective pump will be replaced, unknown if defective pump available to be returned. No additional information provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Reported to (B)(6) by health professional.